Event description:
It has been reported to philips that there were problems with the wireless footswitch. The system was not in clinical use when the issue was identified. No harm has been reported to philips.

Manufacturer narrative:
A philips service engineer inspected the system on site and replaced the wireless footswitch and charger. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).